Manufacturer narrative:
Visual inspection found aa batteries spillage inside the aa batteries compartment and on the batteries cover but no spillage was observed on the boards. The cause of the spillage was due to the leakage from the disposable aa batteries. The customer reported event of leakage from the disposable batteries in the battery compartment was confirmed. This device has identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The cus contact reported leakage from the disposable batteries was noted in the battery compartment of the device. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not avail. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, leakage from the disposable batteries was noted in the battery compartment of the device. No add'l info was provided.